Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported lock up failure. Physio replaced the memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed memory pcb assembly and determined the cause of the failure to be damaged pcb-mounted jack connector, designator j2.

Event description:
During a morning check, it was reported that all led's on the main panel kept flashing and the device locked up. There was no pt use associated with the event.